Manufacturer narrative:
The product was returned for analysis. One non-sterile unit of an unknown precise was returned. Per visual analysis, the outer member was separated at 20 cm from the distal end. The stent remained inside the unit and had not been deployed. Dried blood residues were noted. A kink was noted on the body at 54.5 cm from the ID band. There was also a kink on the clear section at 5.0 cm from the tip. No other anomalies were noted. Dimensional analysis per stroke length (pin-pull sds) was not performed due to the outer member being separated. Functional analysis could not be performed as the outer member was separated. Per sem analysis the separated sections of the outer member revealed elongations and frayed edges. These characteristics indicate a tension force was applied that induced the separation. No other issues were noted. No lot number was provided therefore a device history record (DHR) review could not be generated. The reported ¿outer sheath - separated¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the separation as evidenced by elongations and frayed edges noted on the outer member during analysis indicative of the application of excessive force. The reported ¿stent delivery system (sds)-ses-deployment difficulty - premature/prior to use¿ was not confirmed through analysis of the returned device as the stent remained in situ in the sds. The exact cause of the reported event could not be determined during analysis. According to the instructions for use ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
An unknown 6f precise stent deployed on its own during prep. The product was not returned for analysis. No lot number was provided therefore a device history record (DHR) review could not be generated. The reported ¿stent delivery system (sds)-ses deployment difficulty - premature/prior to use¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a DHR could not be completed. According to the instructions for use ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received.   A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the customer, "the size of the item I questions: 6fr 9mmx 40mm 135cm. The problem w/ the item is: " it deployed on it's own" during prep.

Manufacturer narrative:
This device has been returned for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.